Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) t3pt4311, (t3 pro tapered implant 4/3mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, the implants showed signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2120004471. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004471 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products t3pt5485, t3 pro tapered implant 5/4mm (d) x 8.5mm (l) lot 2120002456 and t3pt4385, t3 pro tapered implant 4/3mm (d) x 8.5mm (l) lot 2120002484.

Event description:
It was reported nerve damage at tooth site 46 observed during clinical procedure. A shorter implant was going to be placed due to nerve proximity, nevertheless, the patient reported high pain and an additional appointment was required. Symptoms suffered by the patient: paresthesia and pain.